Event description:
(B)(4). Diagnosed with adenomyosis by ob. Period every 12 days. Severe abdominal pain and feeling if constant "heat" from lower abdomen almost all the time since 2010. Bursitis in left hip since 2010. Sever fatigue. Put on copd inhaler. Extremely heavy periods(never had problems), boils all over breasts and abdominal area that leave scars. Hives on abdominal area. Constant, extreme lower back pain to where I can't stand up straight.